Event description:
It was reported, the patient experienced a ¿loss of therapeutic effect.¿ it was further reported ¿it had happened multiple times over the three weeks¿ prior to report ¿in varied locations (ie. Library, grocery store, at home, etc.).¿ it was noted that ¿in each instance the patient stated, he was sitting for a period of time and then it was shortly after getting up and starting to walk that the loss of therapy occurred.¿ it was stated, the patient was unable to confirm ¿whether or not the stimulation was actually off or if the stimulation remained on but the stimulation delivery was interrupted.¿ it was reported that the patient was ¿good¿ at the time of report and had already informed their health care provider (hcp) of the events. It was noted the patient had an appointment scheduled with their hcp for six months after report and ¿if the events continued he would request an earlier appointment.¿ a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3 7085-40, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40, lot# v866904, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v866904, implanted: 2012 (B)(6); product type lead product ID 37085-40, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).